Event description:
Title: clinical study of laparoscopic surgery in left lateral decubitus position for grade iii and IV right posterior lobe liver injury author: lu libai. The aim of this retrospective study is to analyze the feasibility, safety and efficacy of laparoscopic surgery in the left lateral decubitus position for grade iii and IV right posterior lobe liver trauma. Between january 2013 to december 2019, a total of 31 patients were included in the study, these patients were divided into two groups: laparoscopic group consists of 15 patients underwent laparoscopic surgery, including 12 males and 3 females and the mean age was 42.7 ± 15.0 years while the open group consists of 16 patients underwent conventional laparotomy with 14 males and 2 females. And the mean age was 36.4 ± 10.4 years.15 cases and 16 cases were included in left lateral decubitus laparoscopic laparotomy group. The device used were laparoscopic harmonic scalpel (johnson & johnson, USA) and prolene surgical suture (ethicon, USA) during the surgery. Follow up at 1 month. Reported complications prolene surgical suture (ethicon, USA), harmonic scalpel (ethicon-endosurgery) right amount of pleural effusion (n=8). Treatment: could be absorbed spontaneously after conservative treatment. Small amount of pleural effusion (n=6). Treatment: spontaneously aspirated after enhanced nutrition and other treatments abdominal infection (n=1). Treatment: suggested by abdominal drainage fluid culture. Surgical site liquefaction, infectious complications (n=2). Treatment: recovered after active anti-infective treatment and gauze drainage and enhanced dressing change. In conclusions, it is feasible and safe for the treatment of hemodynamically stable patients with right posterior liver trauma with left semiprone position under laparoscopy. Which has the advantages of better exposure, convenient repair, less secondary injury and shorter hospital stay.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2025. B3: unknown; captured as awareness date. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.